Event description:
The customer reported that he went to the hospital with a low blood glucose level, high blood pressure, and high heart rate. He treated his low blood glucose with food. The customer was not admitted as an inpatient for medical treatment. His visit to the emergency room was due to his high blood pressure. The customer found that the carbohydrate ratios were set lower than his previous insulin pump. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.